Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
(B)(4)

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the caller stated that the "charge times" for some device transmissions come through in "odd numbers." The transmission appears different in the programmer. No patient complications were reported as a result of this event.